Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, it was reported that the patient faced a bent cannula on (B)(6) 2023 due to which she experienced high blood glucose level and diabetic ketoacidosis. Therefore, on (B)(6) 2023, the patient went to the emergency room due to high blood glucose level of over 600 mg/dl. She was released the same day, but the next day ((B)(6) 2023) at 9:45 am, she was admitted to the hospital due to diabetic ketoacidosis with blood glucose level over 800 mg/dl. At the time of hospitalization, she experienced headache, confusion, extremity pain/cramps, dehydrated, hard breathe, vomit. Further, she was transferred to the intensive care unit. Moreover, the infusion had been used for three days and the site location was right side of patient's abdomen. During hospitalization, the patient received fluids of insulin as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.